Manufacturer narrative:
Patient information was not made available from the site. On 07/13/2016 a medtronic representative, following-up at the site, received a report from the site biomed representative that the surgeon used those images for navigation. Per the biomed representative, the problem did not occur again and we have determined the patient moved during the spin. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Use error - no parts returned.

Event description:
A site biomed representative reported that the site performed 2 spins with their imaging system and received a "double image". No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).